Event description:
Reported blood glucose results of 12.1 mmol/l, 6.3 mmol/l, 8.3 mmol/l, 6.7 mmol/l and 6.3 mmol/l with a lifescan meter, performed within 5 minutes of each other. Meter and test strips were replaced.